Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a footswitch on a system stopped working during surgery. The patient experienced an anterior chamber collapse and needed an unplanned vitrectomy. Additional information has been requested but none has been received.

Manufacturer narrative:
This file was found to be a duplicate and will be closed canceled. Any further information will be provided under mfg number 2028159-2016-01937.(B)(4).